Event description:
Pt's family member called to report that family member has had to change batteries every week since pt received the pump. On the event day the batteries went out in the night and pt had to be taken to the ER. Pt was vomiting and in the early stages of dka with ketones. Pt stayed at the hosp for 6 hrs. When asked if the fact that the pump would not wake up was the reason to suspect the batteries, family member said yes. Family member confirmed next month that the basal rate and the time and date were correct.